Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p-wave oversensing was observed during a follow-up in clinic. Programming changes and further testing were recommended. The patient was stable and will continue to be monitored.